Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. No harm requiring medical intervention was reported. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that notification light stopped flashing immediately. The insulin pump will be returned for analysis.